Event description:
Reporter indicated pt was explanted due to lack of efficacy. No reimplant is planned. No further info is available from the reporter.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.